Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on october 12, 2016 that a wallflex fully covered biliary stent was to be used in the bile duct to treat a malignant lesion during a stent placement procedure on (B)(6) 2016. Reportedly, the patient¿s anatomy was not dilated prior to stent placement. According to the complainant, during the procedure, the physician could not deploy the stent and the distal part of the outer sheath where the stent begins was detached. The procedure was completed by placing another wallflex biliary stent. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be stable. Note: per preliminary analysis of the returned device, the sheath break was clarified to be where the blue outer sheath meets the clear transition zone

Manufacturer narrative:
Investigation results: a wallflex biliary stent and delivery system was received for analysis. The stent was not deployed. Visual evaluation found the outer sheath was broken where the blue outer sheath and guidewire access port meet and the inner shaft was kinked. Functional analysis found that it was not possible to deploy the stent due to the broken sheath, but the stent was able to be manually deployed by pulling on the inner shaft. No other issues were noted with the device. The damages noted with the device were consistent with the application of excessive force during attempted deployment. The investigation concluded that the observed failures are likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation on october 12, 2016 that a wallflex fully covered biliary stent was to be used in the bile duct to treat a malignant lesion during a stent placement procedure on (B)(6) 2016. Reportedly, the patient¿s anatomy was not dilated prior to stent placement. According to the complainant, during the procedure, the physician could not deploy the stent and the distal part of the outer sheath where the stent begins was detached. The procedure was completed by placing another wallflex biliary stent. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be stable. Note: per preliminary analysis of the returned device, the sheath break was clarified to be where the blue outer sheath meets the clear transition zone.